Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an episiotomy and perineal laceration suture after delivery, during the suturing process, the absorbable surgical suture with needle suddenly broke and the needle tip was never found. Afterwards, an x-ray was taken in the radiology department, but the broken needle tip was still not found, so it was not certain whether the needle tip was still in the body.